Event description:
The customer reported to olympus, internal rotary inspection system (iris) blown on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation internal rotary inspection system (iris) was confirmed. The evaluation uncovered the printed circuit board (pcb) was stuck intermittently which caused the light control not to function properly, the front panel was cracked, the front panel chassis was rusted, the top cover was corroded, the bottom chassis was rusted and found worn out scope socket slider switch which caused intermittent use of high intensity mode. Additionally, the olympus lamp life meter was reading below 50 hours, light output measured within specifications and corrosion was found inside a air tube. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the light control not working could not be identified. However, it¿s likely the cause is related to a faulty brightness adjustment unit. Olympus will continue to monitor field performance for this device.